Manufacturer narrative:
B4.date of this report 03 sept 2025. G3.date received by the manufacturer? 03 sept 2025. H6. Investigation conclusions updated to 22.

Event description:
On 20 july 2025, senseonics was made aware of a serious adverse event where the patient was hospitalized due to active bleeding at the insertion site.

Manufacturer narrative:
The user reported active bleeding two days after the sensor insertion which required going to the emergency room. The sensor site was cleaned and a new bandage was applied as treatment. The user was not prescribed any medication. User's hcp has been informed of the incident. Bleeding at the insertion site is a known and anticipated potential adverse effect, which does not require additional investigation.